Event description:
"Patient was admitted for total hip arthroplasty in june of 2003. A ceramic liner and head were implanted, along with cup and femoral components. Following surgery, patient was non-complaint with doctor's orders for post-op rehabilitation, with regards to weight bearing activity (8/03). Patient returned with "squeaking" sounds in his hip and revision surgery was scheduled in 2006."